Event description:
It was reported that the patient fell at the end of 2011 and spent several weeks in the hospital. The patient broke their left upper arm from the fall and was in a lot of pain. It was noted that the patient had esophageal cancer but had been cancer free for 5 years. The patient also had narrowing of their main artery from the heart to the brain so was a poor candidate for surgery and had many health issues over the years. It was reported that since the fall the patient took, their stimulation sensation from their device had felt like a "knife" in their vaginal/bladder wall area. It was noted that the patient had a few adjustments made with their device and about 2 weeks ago they had an adjustment made so the sensation felt more like a "musical beep" then "like a knife". The patient wanted a device check of their system.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v325860, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).